Event description:
The audiologist reported that the recipient's device on the right side has extruded. He indicated it could be related to perforation of the tympanic membrane (tm) which occurred at the same time. The user had an obliteration of the right tm resulting in the migration of the active electrode out of the cochlea and the extrusion of the electrode lead in the ear canal. Perforation of the tm was caused by a work related injury due to an explosion on an oil field. No infection was reported. No product deficiency is alleged. This report refers to 9710014-2019-00762. For further information please refer to this report.